Event description:
Clinical trial. It was reported that during a carotid artery stenting procedure, there was forward movement of the stent following deployment. The target lesion was the de novo, ostial left internal carotid measuring 5.0x14mm with 95% stenosis. Following placement of a filterwire embolic protection system, predilation was performed. A nextent carotid stent was positioned and deployed "in the normal fashion". There was evidence of forward movement, but the stent still covered the lesion. The stent was postdilated resulting in 10% residual stenosis. There were no consequences for the patient as a result of this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.